Event description:
It was reported that the customer had low blood glucose levels of 47 mg/dl. The customer reported connection issues between the sensor and the transmitter of the insulin pump. Troubleshooting was done. The customer was advised that the transmitter of the insulin pump was functioning properly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.